Event description:
Patient at (B)(6) hospital was set up on the device with a dose of 40ppm. Ventilator settings were not provided by the customer after attempts to contact them about the incident. Minimal information was provided about the events. Shortly after starting up the dosing the device issued an internal fault alarm and the flow of no was stopped. The device was replaced at this time. Patient was not being administered no for a period of approximately 10 minutes. No patient harm was reported by the hospital.